Manufacturer narrative:
(B)(4). Date of initial report : 12/14/2015 date of follow-up report : 02/24/2016 the investigation found that the latch did not operate properly. The latch tines were broken, so there was no compression force. The latch tines were broken as if excessive force was placed on the latch attributed to improper handling by the user. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open during the procedure. There was no injury.